Event description:
It was initially reported that the pt was experiencing and increase in her depression, and may need her vns device checked as the pt was lost to f/u after implant and has not had her device checked in several yrs. Add'l info rec'd from the pt's psychiatrist indicated that the pt's current diagnosis is major depressive. Attempts for add'l info have been unsuccessful to date.